Event description:
It was reported that when the patient was leaving the operating room, the emergency backup battery (ebb) was put in the system controller. A message was displayed on the system monitor saying to replace the ebb. The ebb was replaced and the same message appeared. The system controller was replaced which resolved the message.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the downloaded log file and was reproduced. A review of the submitted log file spanned approximately 2 days ((B)(6) 2000 and (B)(6) 2022 per time stamp). On (B)(6) 2022 at 15:25 after the driveline and backup battery were installed, a backup battery fault alarm activated due to a backup battery test circuit fault. The battery was reinstalled several times, but the alarm persisted each time. The driveline was disconnected on (B)(6) 2022 at 15:33 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), alarmed for backup battery fault when connected to power. The backup battery was disassembled to investigate the components on the printed circuit board (pcb). Measuring the traces between the components revealed a shorted d59 diode. The component was replaced, and the alarm resolved. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. Additional testing performed on the controller revealed that the lcs_stat signal coming from pin 8 of u10 component read 0v when a battery was connected to the controller. This issue may have contributed to the damaged diode in the backup battery. The damaged u10 chip was replaced in the returned controller and the issue resolved. The damaged chip was then placed into a test controller that alarmed for a controller internal fault and did not communicate with the system monitor. It was noted that this issue did not affect pump function. A manufacturing task was initiated to address the issue with microcontroller u10 in the main pcb of the system controller. The root cause for the reported backup battery fault alarm was a damaged u10 in the main pcb of the system controller; however, a root cause for the damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.